Manufacturer narrative:
Exact date unknown, event occurred years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was difficult to be charged which started years ago and for the last six months, the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.